Event description:
It was reported that the physician called with concerns of this implantable cardioverter defibrillator (ICD) system sensing of atrial pacing in the right atrial (ra) channel led to inappropriately pacing ventricular beats. The physician initially suspected issues with the right atrial (ra) lead and decided to perform a lead revision procedure. During the procedure, pacing system analyzer (psa) testing was done and the results led the physician to suspect cause of the unexpected pacing issues to be damage to the ICD header. The ICD and ra leads were explanted and successfully replaced with new devices. The products were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician called with concerns of this implantable cardioverter defibrillator (ICD) system sensing of atrial pacing in the right atrial (ra) channel led to inappropriately pacing ventricular beats. The physician initially suspected issues with the right atrial (ra) lead and decided to perform a lead revision procedure. During the procedure, pacing system analyzer (psa) testing was done and the results led the physician to suspect cause of the unexpected pacing issues to be damage to the ICD header. The ICD and ra leads were explanted and successfully replaced with new devices. The products were returned for analysis. No additional adverse patient effects were reported.